Event description:
It was reported the patient (B)(6) lost stimulation. A diagnostic test found impedance issues for several lead contracts. Surgical interventions was undertaken to address this issue, and the patient's extension was explanted and replaced as a result. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Results: the no stimulation reported from the field was confirmed visual inspection revealed one fractured wire in the header. The single extension header was electrically tested nd 4 channels read open. The fractured wire in the header and electrical open observed are consistent with the extension being subjected to stress while still in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.